Event description:
Pt had a cypher stent implanted in the circumflex artery for an unk reason. Approx 3 years post-procedure, pt experienced chest pain. Pt was evaluated in ER and treated for myocardial infarction described as a clot "just above cypher stent" with placement of xience stent in circumflex artery. Pt remains hospitalized as of report.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional info will be submitted within 30 days of receipt.